Event description:
Pt had a total hip arthroplasty done in (B)(6) 2010, and returned to the physician's office for her 6 month check-up. When an x-ray was done, it was noted that the polyethylene liner of her right total hip arthroplasty had slipped loose. She returned to surgery on (B)(6) 2011, and it was found that the polyethylene had split in half and moderate metallosis of the capsule had occurred. She required revision of the polyethylene liner, with replacement of the neck and head, debridement of capsule/metallosis. The company rep was present at the time of surgery and took the failed liner back to the company. The capsule was sent to check for wbc and no wbcs were noted. Prior to surgery, the pt had developed pain in her hip and was walking with a limp.